Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ uterus perforation') in an adult female patient who had essure (batch no. 695074, 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included grand multiparity, female sterilization, multigravida, parity 3, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain female, cystoscopy, uterine enlargement and intramural leiomyoma of uterus. Previously administered products included for an unreported indication: provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity/ allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), irritable bowel syndrome ("ibs"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hypersensitivity, rash, skin disorder, irritable bowel syndrome, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, autoimmune, migration, perforation, bladder/urinary problem, other injuries/symptoms : yes. There is one coil visualized on the right and one coil visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative.. Most recent follow-up information incorporated above includes: on 2-nov-2020: mr received: lot number, medical history, lab data, patients aka name, reporters information were added. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ uterus perforation') in an adult female patient who had essure (batch no. 695074-not valid,822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included grand multiparity, female sterilization, multigravida, parity 3, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain female, cystoscopy, uterine enlargement and intramural leiomyoma of uterus. Previously administered products included for an unreported indication: provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity/ allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), irritable bowel syndrome ("ibs"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hypersensitivity, rash, skin disorder, irritable bowel syndrome, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, autoimmune, migration, perforation, bladder/urinary problem, other injuries/symptoms : yes there is one coil visualized on the right and one coil visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative.. Lot number reported (695074) is not valid. Lot number: 822368 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ uterus perforation') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity/ allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), irritable bowel syndrome ("ibs"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hypersensitivity, rash, skin disorder, irritable bowel syndrome, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, uterine perforation, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, allergy, autoimmune, migration, perforation, bladder/urinary problem, other injuries/symptoms : yes. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated essure confirmation test(s) conducted, specify: no, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnormal bleed, hypersensitivity/ allergy, rash/skin condition, ibs, migration/ uterus perforation, vaginal. Infection, fatigue, gi conditions, dental probs., migraines headaches, weight gain incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.